Event description:
Paramedics repsonded to a person, condition not reported. The pt was connected to the device with ECG electrodes for cardiac monitoring. The pt lost consciousness and responsiveness and disposable defibrillation/ECG electrodes were attached to the pt and connected to the device. According to the reporter, when the analyze button was pressed, the device alarmed "connect cable" or "connect electrodes" and would not analyze or display the pt's ECG. While troubleshooting the connections, the device intermittently would display the pt's ECG and initiate analyzing the pt's ECG but, according to the reporter, rhythm analysis and display stopped several times. A backup device already at the scene was immediately called for and used. Pt outcome is unk but medtronic did not receive any reports of an adverse affect to the pt from the use of the device.